Event description:
It was reported that low impedance and noise were observed on the right ventricular lead. No patient symptoms were reported. The lead was successfully explanted and replaced.

Manufacturer narrative:
(B)(4).